Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml800 mcg/day via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. The patient was scheduled for a pump replacement due to elective replacement indicator (eri). The physician notified the representative upon arrival that he had not been able to withdraw spinal fluid from the catheter the last time he had attempted to do so (2 weeks prior), and that he would like to place a new catheter. The catheter was replaced at the time of pump replacement. The segment from the spinal incision to the pump was replaced (B)(6) 2015. The spinal portion of the catheter remains implanted. The explanted segment was discarded. The issue was resolved. Patient status was alive; no injury. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the replacement surgery was scheduled prior to the catheter issue being identified. There was an office visit (B)(6) 2015 to discuss baclofen pump replacement and to have a side port tap. The side port was unable to be accessed in the clinic on (B)(6) 2015, so the patient was sent to interventional radiology (B)(6) 2015. The inability to withdraw during the ir procedure (interventional radiology) with imaging showing discontinuity. The patient was doing well at post-op appointment on (B)(6) 2015, (replacement of entire system was on (B)(6) 2015).